Manufacturer narrative:
The reported condition of buretrol chamber cracked when squeezed was confirmed. 1 companion unit was received. The manufacturing documents could not be verified since lot number was not reported with this incident. During the visual inspection a crack was found in the burette. Burette is extruded and then is automatically assembled in machine (B)(4), printed (machine (B)(4)) and then the top and bottom cap are bonded to the burette (machine (B)(4)); then it is automatically assembled in machine (B)(4). The no flow condition was not confirmed in the set; during the pressure test and the functional test, the set leaked thru the cracked in the burette. The crack observed could be caused by a squeeze beyond the structural limits. The burette is not intended to be squeezed but to measure the amount of fluid to be delivered to the patient. (B)(4).

Event description:
On (B)(6) 2010, baxter (B)(4) product surveillance was notified of a complaint from a customer regarding one clearlink system buretrol add-on set, lot# unknown, product code 2c8865. The customer indicated that the buretrol chamber cracked when squeezed. The process step is during use on patient, and there is no report of patient injury or medical intervention.